Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy to ensure continuity of insulin delivery.